Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00126 thru 3012447612-2018-00129.

Event description:
It was reported that the ratcheting mechanism was found to be malfunctioning on four ratcheting handles during a routine inspection. There was no patient associated with this event. This is report one of four for this event.